Event description:
During testing, an 'o2 sensor error' occurred. Calibrating the o2 sensor could not solve the issue. This issue was solved by replacing the o2 sensor. There was no patient involvement in this case.